Event description:
A pt (age and gender unk) underwent a therapeutic bcd procedure for esophageal handing. The user-facility was unable to provide the date if this event. The speedband superview super 7 multiple band ligator was utilized to sucessfully deploy 4 bands. As the scope was being removed, this clinician experienced some resistance within the esophague due to an abnormality in the pt anatomy. The ligating head was easily retrieved and removed. The procedure had been completed with this device. The ligating head of the device attached to the gastroscope withiut issue. The fit was good - it was not loose connection. The pt did not sustain any reported complications or ill effects as a result of the detached ligating head.